Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The test strips involved were not returned since the patient no longer has the test strips available. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(4) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter was reading inaccurately high compared feelings and/or his normal blood glucose results. The medical surveillance specialist was unable to get in touch with the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began at 12:51 a.m. On (B)(6) 2012. The patient reported obtaining a blood glucose result of '573 mg/dl' with the subject meter. The patient mentioned that immediately after obtaining the blood glucose result of '573 mg/dl' he bloused himself 18 units of humalog insulin. The patient claimed that he woke up at 7:59 a.m. On(B)(6) 2012, and obtained a blood glucose result of '61 mg/dl' with the subject meter. The patient informed the cca that at the time he woke up and tested he was 'semi-conscious' and had administered himself another bolus (5 units) of humalog insulin. The patient stated that a non-health care professional treated him with food/drink at 8 a.m. On (B)(6) 2012. During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was using the correct/unexpired test strips. The patient did not have control solution at the time of troubleshooting and so a control test could not be performed. The alleged issue was resolved with troubleshooting. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient reportedly obtained blood glucose result suggestive of acute hypoglycemia, was ¿semi-conscious¿ and required treatment from a non- health care professional as a result of administering insulin based on the alleged inaccurate blood glucose result.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.